Event description:
Medtronic received information that during use of a bio-medicus life support catheter and introducer, it was reported that while a patient was being treated with extracorporeal membrane oxygenation (ECMO), while awaiting possible transplant or ventricular assist device (vad) placement. During movement for computed tomography imaging (CT), the device used to cannulate the neck became dislodged, resulting in air entering the venous line and bleeding. An unplanned transfusion was not required because of the blood loss. Cardiopulmonary resuscitation (CPR) was initiated but was unsuccessful, and the patient died. Additionally, the customer stated that the procedure caused or contributed to the death. The medtronic device did not cause or contribute to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.